Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "technician disconnected the waste bag from an orthopat machine post procedure, fluid from the tubing splashed in her eyes. (B)(6). Technician is on a drug regimen will be doing blood work every three months." Haemonetics received a complaint of a technician having blood splash into her eye while removing the disposable kit from the orthopat machine. The device manual gives instructions on how to clamp off the rbc and waste bags when removing the kit post-procedure. The technician was not wearing protective personal equipment at the time. (B)(6). The technician was placed on medication by the infectious diseases department.

Manufacturer narrative:
The disposable kit was discarded and not returned. No kit lot number or device serial number was available from the end user. There were repeated attempts to get the serial number with no response. (B)(4).